Manufacturer narrative:
During ge healthcare checkout, it was noted that apl was found to be working fine when checked on test lung. Only markings were seen around apl valve. Replaced apl(adjustable pressure limit) manifold assembly as a preventative measure. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, the manual ventilation was not available. There was no reported patient involvement.